Event description:
Philips received a complaint indicates that device cannot boot up. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the external paddle som pca will need replacement. The customer has ordered replacement som pca to rectify malfunction. The device remains at the customer site and no further action is required at this time.